Event description:
It was reported that the system displayed a heat warning and then shut down for a few minutes. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.